Event description:
Boston scientific received information that the patient with this device system endured a syncopal episode. The patient was hospitalized. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that the patient was presented for an (B)(6) study and was suspected to have this device explanted and replaced. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--